Event description:
While conducting maintenance a technician discovered that the power cord on this bed was cut.

Manufacturer narrative:
Upon complaint review, it was determined that this type of failure has the potential to cause serious injury. The technician replaced the power cord in order to resolve the problem.